Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found the rf (radio frequency) head connector will not plug into the rf connector on programmer and has caused damage to receiving connector. Analysis also found the electromagnetic field immunity functional test is out of specification and the magnet is damaged. Concomitant product: 229047 analyzer. (B)(4).

Event description:
It was reported there was failure to interrogate. It was further reported when the sales representative put the programmer head on the pacemaker, it showed orange light which means it couldn't interrogate the pacemaker. The sales representative tried 2-3 times, but the situation was still the same. The programmer and programmer head were returned for repair. No patient complications were reported as a result of this event.